Event description:
It was reported that this brady lead was explanted due to other non-product experience. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. This event no longer meet reportable criteria.

Event description:
It was reported that this brady lead was explanted due to other non-product experience. A new lead was placed. No additional adverse patient effects were reported. Additional information indicates that this explanted lead was used as a temporary pacing lead. No adverse patient effects were reported.